Manufacturer narrative:
B5: describe event or problem - updated with additional information from completed engineering evaluation.

Event description:
On (B)(6) 2019, the patient presented with a type iii endoleak originating in a competitor's device. A gore® excluder® iliac branch endoprosthesis was implanted to treat the endoleak. The physician advanced the graft to the desired position. When the device was deployed, and the physician attempted to retract the delivery catheter, the device became stuck in the sheath. When the physician continued to remove the device from the sheath, the olive detached from the device. The physician deflated the sheath, and used forceps to remove the deployed device and olive from the patient. A second gore® excluder® iliac branch endoprosthesis was implanted using the same sheath. The device was implanted successfully, and the patient is doing fine. The physician had no opinion on the cause of the event, but the fsa suspected that the first device was deployed partially in the sheath. I was also reported that the common and external iliac arteries had significant tortuosity, and that the device had to be advanced through existing devices. The device was not returned for evaluation. The evaluation was completed using the information provided for the event. The following was reported for the event. The device was deployed in the desired position. When the physician attempted to retract the delivery catheter the device became stuck in the introducer sheath. The catheter separated when physician tried to remove the catheter from the sheath. The deployed device and leading end of the catheter (leading olive attached to the gold braided guidewire lumen) were pulled out of the introducer sheath using forceps after deflating the introducer sheath valve. The fsa suspected the device was deployed inside the sheath by accident. Without a physical sample to evaluate, the physician¿s observation that while removing the delivery catheter from the introducer sheath the olive detached from the device cannot be conclusively confirmed. The cause for the reported broken leading end of the catheter is consistent with the device being deployed inside the introducer sheath and forcibly removed from the sheath after deployment, however this cause could not be confirmed with the available information.

Manufacturer narrative:
Updated h7. Updated conclusion codes. The IFU in place at the time of the procedure included the following relevant warnings: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2019, the patient presented with a type iii endoleak originating in a competitor's device. A gore® excluder® iliac branch endoprosthesis was implanted to treat the endoleak. The physician advanced the graft to the desired position. When the device was deployed, and the physician attempted to retract the delivery catheter, the device became stuck in the sheath. When the physician continued to remove the device from the sheath, the olive detached from the device. The physician deflated the sheath, and used forceps to remove the deployed device and olive from the patient. A second gore® excluder® iliac branch endoprosthesis was implanted using the same sheath. The device was implanted successfully, and the patient is doing fine. The physician had no opinion on the cause of the event, but the fsa suspected that the first device was deployed partially in the sheath. I was also reported that the common and external iliac arteries had significant tortuosity, and that the device had to be advanced through existing devices.